Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2014-01065; 2134265-2014-01219. It was reported that automatic pullback failure occurred. A 120v ilab cart ultrasound imaging system was used in conjunction with a catheter simulator during a demonstration for the staff. When demonstrating automatic pullback, the motor drive unit did not work correctly and stopped. No patient involvement.